Manufacturer narrative:
Manufacturer's report date: april 25, 2014. Internal file no: (B)(4). This report was filed by the manufacturer. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the filter broke during an infusion and caused the lipid in the secondary line to back up. The break is at the connection to the filter on the section of the tubing containing the female luer. There was no report of patient harm or medical intervention. No further patient/event information was provided.